Event description:
All connections were confirmed to be secure. There were no novalung console alarms that occurred. No defects were noted on the oxygenator or at any of the ports. To resolve the reported issue, a new kit was primed. The reported leak did not result in any delayed or missed treatments. The sample was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
All connections were confirmed to be secure. There were no novalung console alarms that occurred. No defects were noted on the oxygenator or at any of the ports. To resolve the reported issue, a new kit was primed. The reported leak did not result in any delayed or missed treatments. The sample was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d4, h3 plant investigation: although the sample was reported to be available for evaluation, to date the device has not been received. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Therefore, a retention sample analysis was not done. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. No non-conformities were observed during the manufacturing process. There were two quality events found during the review, but they were not related to the reported issue. The exact location of the leak is unknown. The provided photos show crystallized saline solution in the blood inlet and on the oxygenator itself. Residual fluid was also visible on the side of the oxygenator and at the temperature port. Based on the available information, a definitive cause for the reported leak could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a fluid leak occurred after priming an xlung kit 230 for use. The leak was coming from an unknown location on the oxygenator. The origin of the leak could not be determined due to the residue from the leak crystallizing. Photos of this were provided for review. The kit was not able to be used for patient treatment. The lot number of the xlung kit was unknown at the time of the initial reporting. The sample is expected to be returned for manufacturer evaluation. No further details have been provided.